Event description:
There was a report of a malfunction with a displayed code. There was no adverse impact to the customer's blood glucose level. Technical support provided information to assist the caller in resetting the pump, and after doing so, the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the issue recurred, which the customer understood.